Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device bearings were damaged. The device also failed pretest for vibration, thimble set screw, nose tube assembly and visual assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor device vibrated. It was unknown if the event occurred during a surgical procedure. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. It was unknown if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.